Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump had received a failed battery alarm as well as pump error alarms. The customer¿s blood glucose level was 380 mg/dl and treated with shot of insulin. The customer was assisted with troubleshooting for failed battery and pump error alarms. The customer also performed self-test and it did pass. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.